Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system has system was completely down-ups was smoking in the room. Upon troubleshooting, fse identified that the ups burning smell on the unit, the main power breaker was turned off by the electrician and unit ups was turned off also. Fse found that the system power was off and contacted to the socomec to try to set the ups in the bypass but could not set the ups in bypass due to the popping sound in the unit. Ups to system will require repair. To resolve the issue fse repaired ups and set in bypass mode currently. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was completely down and ups was smoking in the room. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.